Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer provided historical results (u/ml) for the patient: (B)(6) 2011- ca19-9 20; (B)(6) 2012 - ca19-9 23; (B)(6) 2012 - ca19-9 19; (B)(6) 2012 - ca19-9 27; (B)(6) 2012 - ca19-9 23; (B)(6) 2013 - ca19-9 486; (B)(6) 2013 - ca19-9 24. The result generated on (B)(6) 2013 also generated elevated results using multiple devices. The customer initially suspected a non-specific reaction with the specimen from (B)(6) 2013 but on (B)(6) 2013 the customer indicated that dilution linearity testing and the neuraminidase result show that what was being measured was the ca 19-9 analyte. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. The customer indicated the result was a temporary increase after they completed troubleshooting on the sample. An accuracy testing protocol was executed using lot 17028m500. Testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 17028m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.